Event description:
It was reported that the user was scheduled for a surgery due to a migrated electrode from the cochlea. It is unknown if reimplantation or reposition is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During revision surgery the electrode could be re-inserted successfully. The device remains implanted and in use. This is a final report.

Event description:
It was reported that the user was scheduled for a surgery due to a migrated electrode from the cochlea. The array was successfully reinserted.